Manufacturer narrative:
As neither a lot number nor samples have been made available to us, no analyses could be performed so far. We have been informed by our distributor: "we have not received any samples of the failed product and [are] therefore unable to evaluate the product in question. We have tried to contact the hospital on a few occasions but unsuccessful. We now consider this complaint is closed." No conclusion as to the root cause for the skin reaction can be drawn based on the information provided to us. We therefore consider the investigation closed.

Event description:
On february 24th, 2017, we have been informed about an incident with ECG electrodes. During a monitoring procedure in (B)(6) hospital (B)(6), monitoring ECG electrodes model "xl-tvo01 or xl-tvo02 (unsure which)" have been used. The initial report stated "24 hr ambulatory monitor - routine cardiology test - three ECG electrodes (stickers) placed on patient's chest. The patient had a reaction to the ECG electrodes that were used. It would appear the patient was particularly sensitive and the reaction of her skin to the electrode was quite extreme. There is no fault with the equipment (the holter monitor), it appears more specifically to be a reaction to the consumables (the electrodes). The reaction resulted in a scab that looked like a small burn. Action taken: discussed with patient, wound assessed and post-wound care/advice." We have been informed that the involved device was not retained: "removed and disposed of by patient (consumable device)". No further details have been disclosed so far despite of repeated requests.

Manufacturer narrative:
As neither a lot number nor samples have been made available to us, no analyses could be performed so far. No conclusion as to the root cause for the skin reaction can be drawn at this stage. We will continue to ask for more details of the procedure, skin preparation and the injury and will provide a follow-up report. Device not returned.

Event description:
On february 24th, 2017, we have been informed about an incident with ECG electrodes. During a monitoring procedure in (B)(6), monitoring ECG electrodes model "xl-tvo01 or xl-tvo02 (unsure which)" have been used. The initial report stated "24hr ambulatory monitor - routine cardiology test - three ECG electrodes (stickers) placed on patient's chest. The patient had a reaction to the ECG electrodes that were used. It would appear the patient was particularly sensitive and the reaction of her skin to the electrode was quite extreme. There is no fault with the equipment (the holter monitor), it appears more specifically to be a reaction to the consumables (the electrodes). The reaction resulted in a scab that looked like a small burn. Action taken: discussed with patient, wound assessed and post-wound care/advice." We have been informed that the involved device was not retained: "removed and disposed of by patient (consumable device)". No further details have been disclosed so far despite of repeated requests.